Manufacturer narrative:
Investigation summary bd received three photos for investigation. A visual examination of these photos revealed embedded foreign material in the tube, characterized by white specks in the sidewall and bottom of the tube. Embedded foreign material is considered a cosmetic defect as it is isolated from any specimen. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: embedded foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® edta 2k there was white lumpy embedded foreign matter located within the bottom tube wall. There were no health consequences or impacts reported.

Event description:
It was reported when using the bd vacutainer® edta 2k there was white lumpy embedded foreign matter located within the bottom tube wall. There were no health consequences or impacts reported.

Manufacturer narrative:
E1 initial reporter facility name:(B)(6) hospital a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.